Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The needle was bent at two separate locations along the length of the device. The needle exhibited a bend approximately 7 cm from the distal tip of the needle. Another bend was observed approximately 11 cm from the handle. The stylet could not be inserted beyond the bend at the handle end. There were no other defects observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During an endoscopic ultrasound (eus), when the physician went to re-insert stylet and would not re-insert. The physician used another of same device to complete the procedure. On (B)(6) 2012 the product was received for eval and a bend was observed at the distal end of the needle. This has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.